Event description:
Patient was treated in 03/2004. At two months post treatment the patient developed waffling on chin area and indentations on both cheeks. Most current follow-up in 02/2005: the waffling and indentations are very subtle and not noticeable unless upon close inspection.